Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the standard fixed core wire guide was placed into the patient's renal pelvis, and then another manufacturer's urology balloon was placed over the wire for ureteral dilation purposes. The wire unraveled and collected a piece of the patient's body tissue when it was removed from the balloon. Another wire was used to complete the procedure. There were no reports of any sections of the complaint device remaining inside the patient or any serious injuries as a result of the product problem.